Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the printer of the washer had ran out of paper prior to the reported event. User facility personnel continued to use the washer without replacing the paper. Once the paper was replaced, the printer began to print all of the previous cycle tapes. This continuous printing caused the printer to overheat and resulted in the reported event. To resolve the issue, the technician replaced the printer. The unit was tested, confirmed to be operating according to specification, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the control panel to their amsco 7053l single-chamber washer emitted a small amount of smoke. No report of injury.